Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported that they didn't have any event info other than device scs needs replacement, and that a manufacturer representative says the entire system needs replacement. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the stimulator was not working and they were not sure when it had been last charged. On monday, they attempted to turn the implantable neurostimulator (ins) into MRI mode but could not because the ins battery was depleted. They attempted to charge but could not connect. The patient's pain level had been up the last 3 weeks. It was noted that the caller had been told previously that they would need a manufacturer representative to jump start the ins so that the patient could start using it again. No further complications were reported. Additional information was received from a healthcare professional. Patient's daughter was reporting that device has been dead for a while. Caller is looking to have a rep come by and does not have any more information. No further complications were reported/anticipated. Additional information was received from the manufacturer representative (rep). It was reported impedances were high or >40k. The patient has had several falls in the past few months. Impedances were taken at 3v. Impedances were tested and most contact pairs >40k. Some pairing with 1 or 3 were in 20000s. No viable pairs were showing. The caller was redirected to the healthcare provider (hcp). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the ins was found to be discharged. The patient proceeded to recharge like normal until the device could be interrogated. It was indicated that the cause of the discharged ins was due to the patient failing to recharge it. It was indicated that no actions were taken to resolve the high impedances and the cause of this issue was unknown. The patient¿s weight was asked but was unknown. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.